Event description:
Additional information received from customer indicates plunger movement difficult.

Manufacturer narrative:
(B)(4). Follow up report for correction and device evaluation. The event/product problem was incorrect in the initial MDR. Correct event/product problem is plunger movement difficult. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully confirm this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe plastipak 20ml ll s/su plunger rod was broken / damaged. The following information was provided by the initial reporter translated from spanish to english: the syringes had deficiencies in the plunger. 2. What is the catalog number of the product? The reference number according to its coding is (B)(4). 3. What is the lot number? A-lot:1271770, quantity: (B)(4). B-lot:1271776, quantity: (B)(4). Expiration:09/30/2026. Brand: bd. Origin: brazil. Pm: (B)(4). 4. What is the quantity affected? Answered in the previous question. 5. Could you share photo samples of the material packaging? We do not have photo samples of the packaging. 6. Could you share photo samples of the product where it is possible to verify the reported deviation? The deviation occurred in use. 7. At what point is the reported deviation identified: before, during or after use? During use, it caused many inconveniences in the operability of the input. 8. Was there any harm to the patient? Detail. No. They did not solve a problem with the product, it was not of adjudicated quality, its quality varied according to the origin of the country where they were manufactured.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot number includes 1271770, expiration date includes 2026-09-30. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2021-09-28.